Event description:
It was reported that this right ventricular (rv) lead was perforated into the right lung soon after the implant procedure. The patient had atrial fibrillation (af) with rapid ventricular response (rvr). The patient complained of hiccups and diaphragmatic stim. There was no capture and impedance measurements were jumpy. The physician ordered a chest x-ray and CT scan which confirmed lead perforation. The physician opted to perform a lead revision procedure and was successfully completed. The patient had no pericardial effusion and no tamponade. The patient did complaint a little of chest pain earlier which suspected perforation. This rv lead remains in service. No adverse patient effects were reported.